Event description:
An implant card was received which showed the patient had a generator replacement on (B)(6) 2016. It is unknown whether or not the device was discarded after surgery. The generator replacement was noted to be prophylactic, although it was also marked at neos = yes (near end of service). The neos = yes condition would still be delivering the intended amount of therapy and it was confirmed that the impedance value was within normal limits and not malfunction was suspected with the device. Additionally, it was reported by the patient's physician that the patient was not actually having an increase in seizures, but she was having anxiety symptoms of twitching and stuttering. There was no indication the anxiety was related to vns. The physician stated that once she treated the patient's anxiety, the symptoms stopped.

Event description:
It was reported by the physician, through clinic notes, the patient has had an increase in seizures, along with a jerkiness and aura that the magnet does not always stop. The physician stated the device was nearing end of service and a new generator would be helpful. The physician noted the device diagnostics were within normal limits on (B)(6) 2016. A blc was performed showing the vns had approximately 9.5 years remaining. However, it should be noted that the last information came from 09/26/2012 and the patient was only at a 9.3% duty cycle. If the patient's settings had been increased between 2012 and now, it could greatly change the battery life calculation. Attempts for additional relevant information have been unsuccessful to date. No known surgeries have occurred to date.

Event description:
Additional clinic notes were received after the patient's replacement surgery had already occurred. The clinic notes were from before the patient's surgery. These notes mentioned the patient's generator was at ifi = yes on (B)(6) 2016 and it was noted the patient would need her battery changed in the near future. It was further explained in the clinic notes that the patient was losing her voice. This was mentioned along side the report of stuttering. The physician noted she lowered the vns settings, but this did not help the patient's voice issues. It was noted that the settings were increased again within the same visit (back to the patient's therapeutic levels) and the patient left the office at her normal settings. These notes provided additional information as it appears the speaking issues were also related to the patient's anxiety. It was reported in the supplemental #01 MFR. Report that the patient's anxiety was treated and the symptoms of stuttering and twitching stopped. The notes were simply received out of order, but provided additional information regarding the patient's anxiety symptoms, which were not related to vns.